Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a transvaginal tape procedure. According to the complainant, during the procedure, a "button-holing" of the tape was noted but the tape was passed again. Reportedly, the patient was checked but there was no visible perforation. After the procedure, the patient was seen with symptomatic vaginal erosion. The mesh was then "reburied." However, the patient had further erosion after that treatment. The mesh was then partially excised but the patient again developed erosion. She was subsequently referred to a regional specialist center for a possible full mesh excision and further surgery for stress incontinence nevertheless, it has been noted that the mesh has been successful to treat the stress incontinence. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.